Manufacturer narrative:
(B)(4). Follow up information was received from the physician. The cause of peritonitis was reported as an open wound in patient's abdomen from the previous catheter's exit site. The patient had fully recovered.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced "intense pain in the abdomen" and was hospitalized and treated with antibiotics (types, dosages, frequencies and routes not reported) for peritonitis. The event of peritonitis was improving.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.